Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad in the grasping section was severely worn out. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output, [inspection] appearance. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. *note: such a state could also appear after the target tissue was cut off. It was presumed that the tissue pad was severely worn out due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic inguinal hernia repair using the subject device with td-sb400, esg-400 and usg-400, the tissue pad was severely worn out. The intended procedure was completed with another device. There was no patient injury reported. When the doctor was touched the distal end of the tissue pad after the procedure, the tissue pad was separated off. The fragment of the tissue pad was discarded.